Event description:
It was reported that dr performed a primary total hip on patient in late 2007. The cup only was revised in 2008. The cup was loose, had no growth, and there was a yellowish fluid between the cup and the acetabulum.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.